Event description:
During surgery, the surgeon inserted hansson pin into the patient's bone. The surgeon used t-handle, to push out the hook. Although the hook was pushed out, the tip of hook was reversed. Therefore the surgeon changed the pin to another brand-new pin and surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident of the hook was reversed could not be confirmed, since the device was fully functional and no x-rays were available. The inspection of the device showed that the hook could be fully deployed without any difficulties. The reported event most probably was related to a handling failure during application. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Please pay attention to the operative technique hansson pin system adults (ref# 982338 lot a0508) was reviewed: ¿step 7: instrument-to-pin assembly verify that the inner pin does not protrude from the window of the outer body and is in correct position (fig. 20). Pass the inner introducer through the outer introducer and screw it into the hansson pin (fig. 23). There are unequal tabs on the outer introducer which correspond with slots in the hansson pin; the tabs and slots should securely mate when the introducer assembly is screwed onto the hansson pin. The handles of the inner and outer introducers does not need to be aligned. There is a guide line on the outer introducer, in line with the window of the pin, indicating the direction in which the hook will be deployed. Note: do not excessively tighten the inner introducer, in order to facilitates further disassembly. Step 8: insertion of the hansson pin and activation of the hook insert the hansson pin with the introducer assembly into the proximal posterior channel. Ensure that the pin is fully inserted and in good position using fluoroscopy. The guide line on the handle of the outer introducer must point anteriorly, giving the direction in which the hook will point. (Fig. 25 and fig. 26). Insert the tip of the introducer handle through the hole in the inner introducer. Maintain both the outer and inner introducers in position. The hook is activated by turning the introducer handle clockwise whilst gently pushing medially on the introducer assembly, to avoid inadvertent lateralization of the pin position. Continue turning the introducer handle to completely deploy the hook using image intensification. A mechanical stop is provided by the inner introducer, at the point when the hook is fully deployed. After deployment of the hook (fig. 27), the outer introducer and the inner introducer should be removed. Maintain the outer introducer in position and unscrew counter clockwise, first the introducer handle and then the inner introducer.¿ [original statement] no indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During surgery, the surgeon inserted hansson pin into the patient's bone. The surgeon used t-handle, to push out the hook. Although the hook was pushed out, the tip of hook was reversed. Therefore the surgeon changed the pin to another brand-new pin and surgery was completed.